Manufacturer narrative:
(B)(4). 1627487-12192011-003-r. This ipg serial number was included in field advisories

Event description:
The patient reports she has been unable to recharge her ipg because of charger error. The patient stopped receiving stimulation approximately six weeks prior to this. It is unknown if the ipg was able to communicate with the programmer because she did not have the programmer available. A replacement charging system (model 3722) was sent to the patient which did not resolve the issue. Follow up information identified surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.